Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The no delivery alarm had not repeated since this occurrence. It was not possible to troubleshoot as it was a past event at the time of reporting. The cause of the no delivery alarm was unknown and could possibly have been a reservoir occlusion. The customer was advised to perform a set and reservoir change. Nothing further was reported.